Manufacturer narrative:
The reported event of failure to remove stylet was confirmed. As received, a complete lead was returned in one piece with a stylet inserted in the inner coil. Stylet was unable to be removed from the inner coil and destructive analysis of the lead found blood/body fluids in the inner coil. The cause of the reported event was due to blood/body fluids in the inner coil.

Event description:
It was reported that the patient was presented to the hospital for scheduled procedure. During procedure, the right ventricular (rv) lead had exhibited failure to sense and failure to capture. Meanwhile the right atrial (ra) lead was unable to be separated from the stylet. The physician elected to remove and replace both the rv and ra leads. The patient was in a stable condition throughout.